Event description:
It was reported that a 27mm navitor transcather aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had a near horizontal aorta with an angle of 54 degrees. The dimensions of the annulus was measured with the diameter as 23.4mm, the area as 417.7mm^2, and the perimeter as 73.4mm. It was noted that there was sufficient calcium to allow anchoring of the device. It was noted that the patient went into bradycardia after making contact with the delivery system. The starting implant depth was 2mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). The device was implanted. The final implant depth was 1mm on the ncc and 3mm on the lcc. Upon release of the device, the device was observed to migrate into the aorta. The bradycardia resolved on its own shortly after implantation. The patient was stable at this point. The decision was made to remove the device through cardiac surgery and convert to a surgical aortic valve replacement (savr) on the same day. After removal of the device it was noted that valve stent struts appeared to be twisted at the 80% deployment mark. The user suspected the cause of the migration was from the valve being mis-loaded during device preparation.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that the patient went into bradycardia after making contact with the delivery system and upon release of the device, the device migrated into the aorta. The bradycardia resolved on its own shortly after implantation. The decision was made to remove the device through cardiac surgery and convert to a surgical aortic valve replacement (savr) on the same day. It was reported that after removal of the valve, stent struts appeared to be twisted at the 80% deployment mark. A returned device assessment could not be performed as the device was not returned for analysis. Image from field appeared to show twisting of the valve stent frame just distal to the valve capsule marker band. Information from field indicated that it was suspected the cause of the migration was from the valve being mis-loaded during device preparation, however, based on the information received, the cause could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.